Manufacturer narrative:
The device was received, and an evaluation is complete. The device received incoming device evaluation assessment (idea). This evaluation included a visual assessment as well as functional testing. The device failed idea testing due to an under infusion. Service evaluation verified the under infusion. The cause was identified to be under traveled finger and valve set up. The travel was adjusted and flow was recalibrated to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum pump, the device under infused. There was no patient involvement. No additional information is available.